Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A clinical review has been conducted and has found no indication of any clinical performance issues that could have lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. The product is not expected to be returned as the report originated from a literature. A follow-up report will be submitted if additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Multiple sensors used by the 19 participants in the literature study are captured under this submission. The exact number of sensors used and the sensor serial numbers are unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care became aware of a journal article by brooke l marsters, et al titled, ¿cutaneous adverse events in a randomized controlled trial of flash glucose monitoring among youth with type 1 diabetes mellitus¿ published in 12-2020. The objective of this 6 month randomized controlled trial was to compare cutaneous adverse events between flash glucose monitoring (fgm) and self-monitored blood glucose use and evaluate premature fgm sensor loss. The article reported 19 out of 33 participants (age group 13-20 years) in the study experienced a total of 40 skin reactions towards adc freestyle libre sensor with symptoms of abrasion, bleeding, bruising, erythema, infection, lump, pain, pruritis, rash, scarring, skin hardening, and swelling. One participant, who reported the greatest number of cutaneous aes (a total of 8 separate events), was the only fgm participant to experience a severe skin reaction and cease using fgm (at 24 weeks) due to these cutaneous aes. The participants were advised to use skin drying measures, rotate sites, provided with preventive cavilon barrier spray and tegaderm barrier tape, and were provided with hydrocortisone steroid cream 1% to minimize recurrent cutaneous adverse reactions. There was no report of death or permanent injury associated with this event.